Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer's power supply was out of specification, but could not confirm that the power cord was sparking. It was also indicated that various external components were damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited sparking form the power cord and then had a loss of power. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.